Manufacturer narrative:
# 3003721894-2016-00053 is associated with (B)(4) polident denture adhesive cream. Polident denture adhesive cream is marketed as super poligrip cream in the u.s.

Event description:
Lymphoma [lymphoma]. Case description: this case was reported by a consumer and described the occurrence of lymphoma in a (B)(6)-year-old female patient who received double salt dental adhesive cream (polident denture adhesive cream) cream for denture wearer. On an unknown date, the patient started polident denture adhesive cream. On an unknown date, an unknown time after starting polident denture adhesive cream, the patient experienced lymphoma (serious criteria gsk medically significant) and accidental ingestion of product. On an unknown date, the outcome of the lymphoma was recovered/resolved and the outcome of the accidental ingestion of product was unknown. It was unknown if the reporter considered the lymphoma to be related to polident denture adhesive cream. Additional details, consumer reported her aunt swallowed the cream. Her aunt ((B)(6) years old ) used the product for a period (a few years ago and her aunt was around 70 years old at that time) and then throw it away because she was worried about swallowing the cream. Afterward, her aunt had lymphoma but it was cured later. Her aunt had used more than half of a tube. Action taken with the device polident denture adhesive cream was withdrawn dechallnge-positive).